Event description:
It was reported that the device was used during a laparoscopic adrenalectomy, all clips can't be formed successfully. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.